Event description:
Physician used a stent for a superior mesenteric artery (sma) procedure. The stent was put in the artery in proper positioning and inflated. The balloon inflated and released properly, but the deflated balloon would not retract out of the sheath. The balloon was re-inflated and after two attempts the balloon was able to retract out the sheath. The stent was placed in the patient successfully.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.